Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1067152, medical device expiration date: 2022-07-31, device manufacture date: 2021-03-08, medical device lot #: 1102369, medical device expiration date: 2022-08-31, device manufacture date: 2021-04-12. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced foreign matter in the tube(s) biological and non-biological. This event occurred 400 times. The following information was provided by the initial reporter. The customer stated: "the lab-head informed us the hemogard-closures are contaminated with blood. The packaging material is also contaminated."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (blood) with the incident lot was not observed. Additionally, 100 retention samples from each lot from the bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter (blood) as all samples met specifications. The manufacturing site does not use blood in the production areas therefore, the complaint cannot be confirmed due to lack of any objective evidence. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter (blood). Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced foreign matter in the tube(s) biological and non-biological. This event occurred 400 times. The following information was provided by the initial reporter. The customer stated: "the lab-head informed us the hemogard-closures are contaminated with blood. The packaging material is also contaminated."